Event description:
It was reported that prior to starting a da vinci si surgical procedure the thoracic grasper instrument insulation was noted to be broken at the distal tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the main tube insulation was scratched and some of the insulation had been removed. The scratches measured approximately .025 - .081 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.